Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No critical pump error noted during testing. Pump powered up properly after battery installation. No missing segments or partial display noted. The pump was monitored for a day and no missing segments or display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was reported that insulin pump had critical pump error and had flashing with screen. Customer's blood glucose value was 280 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.